Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(4)). The submitted log file and the log file downloaded from the returned controller contained approximately 1 day of data combined (B)(6) 2022 per the timestamp). Intermittent controller fault alarms associated with lcd communication faults activated throughout the log file; the alarms cleared shortly after activating each time. The driveline was disconnected on (B)(6) 2022 at 10:24:49 to exchange the system controller. There were no other notable alarms throughout the log file. The reported alarms did not affect the controller's ability to support the pump at the set speed. The pump maintained a speed above the low speed limit throughout the log file. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced. The controller functioned as intended during testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(4) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller internal fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a recently implanted patient experienced a system controller fault alarm with an accompanying flashing yellow wrench symbol around 1:00 am on (B)(6) 2022. The system controller was replaced with the backup controller. Log file analysis captured internal fault/lcd communication alarms.